Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and malposition.

Event description:
Patient reported "pain and itching, implants were not in place and looked weird ¿cone shaped", allergic to the implants. Healthcare professional later reported "desire for silicone breast implants, baker grade 4 capsular contracture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. Hypersensitivity/allergic reaction: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported right side pain, itching, not in place, looked weird ¿cone shaped," and allergic to the implant. Healthcare professional reported capsular contracture, baker grade IV. Device was explanted and replaced.